Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did not receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. It was also reported that crack was found on battery compartment side of the insulin pump casing. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged power loss alarm found on (B)(6) 2021. Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump successfully downloaded to thus. Test p-cap successfully locked into the reservoir tube. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. The pump was cut open and the electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, keypad overlay texture damage, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, serial label damage, cracked reservoir tube lip, stained keypad overlay, cracked keypad overlay and minor scratches on lcd window. In summary, customers alleged unexpected battery power loss was not confirmed during testing. No alarms or battery anomalies were found in the pump history file on/around the event date. Pump passed active current and sleep current test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.